Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that a premature battery depletion on patient device was suspected. Review of the session and device interrogation confirmed that battery was depleting prematurely. Replacement procedure was suggested. No further information is available.